Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at (B)(4) joules of use, the fiber stopped working and was noted to forward fire. The tip was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification; the metal cap exhibits mild charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the fiber failed after 23:34 minutes of use.